Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, procedure was unknown, and procedure was completed by patient moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no communication between the cube and the kvma. The field service engineer checked and connected between the two parts. After the reconnection system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had no x-ray. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.